Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, the clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 4 was reported. Patient retuned symptomatic with angina. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology due to the indentation between p2 and p3 is excessively deep. The reported patient effect of angina appears to be a cascading effect of the recurrent mr, and the recurrent mr appears to be related to the slda. Mr and angina are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention have been performed to address the reported issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a